Event description:
It was reported that the customer was experiencing ongoing intermittent instances of low blood glucose (bg) levels of 40 mg/dl or below; cause was unknown. Customer alleged low bg's were due to "control iq deficiencies". Reportedly, the customer went to the emergency room (ER) for the low bg's; however, date and details of ER visit were not provided by customer as customer declined to give further information regarding the details. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.